Manufacturer narrative:
E1 - initial reporter: (B)(6). E1 - event site name: (B)(6) hospital. E1 - event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery malfunctioned. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the batteries can't charge, when a battery is inserted the device turns on by itself, not completely booted. A continuous beep sound is present while booting, the device can't be turned off with the on/off button. There was no issue found with the batteries, the power management is suspected to be the source of the malfunction. The fse also detected that the fiber optic is not working properly. Repair is pending.